Event description:
Device report from synthes europe reports an event in (B)(6) as follows: patient presented with distal tibia fracture was implanted with plate and screw construct on an unknown date. Nine months post-operative, it was noted, the patient had an allergic reaction and the healing was not yet consolidated. A decision for reoperation was made. Patient was returned to the or on an unknown date for implant removal. Reportedly the implant removal was successful, however, it was noted that the most proximal dls was broken at the bottom. Surgeon performed reosteosynthesis and removal of necrosis. It was also reported the patient had a wound infection. An analysis of the wound infection was conducted and reportedly there was an allergic reaction to cobalt. This report is for an unknown locking screw. This is 5 of 8 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.